Manufacturer narrative:
The device was returned to a zoll approved service provider and the customer's report was observed upon power up. However, the device was put through extensive testing without duplicating the report. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.